Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the atrial lead exhibited high threshold of 7.5 v at 1.5 ms. An x-ray showed that the lead was dislodged. The lead was repositioned.